Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: while drilling at connecting part during a procedure on an unknown date, the shaft of the device broke. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. The inspected manufacturing and material documents of the provided ria drive shaft meet all requirements and comply with the specifications. Based on these results, it was concluded there was no production error. There is evidence that applying the milling cutter could not withstand the applied stress load, which eventually caused the tip to break due to material overload/ fatigue. The fracture is homogenous, which proves a perfect material quality.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.